Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC fracture. Catheter replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr dual lumen powerpicc provena catheter. Usage residues were observed throughout the sample. Microscopic inspection of the sample did not reveal any damage or other evidence of leakage. An attempt to infuse and aspirate water through the sample using a 12ml syringe revealed both lumens to be patent to both with no observed leaks. No leaks were observed during pressurization of the sample. No damage or deficiencies were discovered during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time.